Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient had complained that the pain pump had never really helped her since it was implanted. The healthcare provider decided to do a catheter dye study. It was found that there was a possible fracture in the catheter close to the insertion point. The doctor was able to aspirate the catheter, but when injecting the dye it showed a leak. The plan was to revise the catheter at a later date. The issue had not resolved at the time of this report and surgical intervention was planned but not yet scheduled. The patient's weight was 116 kg and medical history of chronic back pain from scoliosis.